Event description:
It was reported that device diagnostics resulted in high impedance. The patient was referred for x-rays. It is unknown if the generator was programmed off per manufacturer's recommendations. No known patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. Surgery is likely, but has not occurred to date.

Event description:
It was reported that the physician plans to program the device off and monitor how the patient responds. It was reported that if the patient shows that vns has been beneficial to the patient, surgery will be performed to replace the device. No surgical intervention has been performed to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Corrected data: additional information for this report was found and was inadvertently submitted in MFR. Report # 1644487-2018-01898.

Event description:
Additional information for this report was found and was inadvertently submitted in MFR. Report # 1644487-2018-01898. All additional relevant information concerning this event will now be submitted in MFR. Report # 1644487-2018-01898.